Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2023, the patient was hospitalized with dyspnea, edema, and worsening heart failure. Medications were provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported edema appears to be a cascading effect of the reported heart failure. Additionally, the reported edema is listed in instructions for use, as a known possible complication associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure and dyspnea could not be determined. The reported heart failure and dyspnea are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death could not be determined and was deemed unrelated to the device by the study physician. It should be noted that death is listed in instructions for use as a known possible complication associated with mitraclip procedures. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2023, the patient was admitted to the hospital for worsening congestive heart failure. Medications had been provided as treatment. Another echocardiogram was performed. The mitraclip remained in place with trace regurgitation and no malfunction reported. On (B)(6) 2023, the patient expired. Per physician, the (B)(6) 2023 events, and subsequent death, were unrelated to the mitraclip device.

Event description:
This report is being filed due to worsening congestive heart failure, possibly device related. (B)(4) patient ID: (B)(6). It was reported that on (B)(6)2021, the patient presented with functional mitral regurgitation (mr) grade 3. One mitraclip was implanted, reducing the mr to grade 1. There was no device deficiency. On (B)(6)2023, the patient reported worsening of shortness of breath and worsening congestive heart failure was diagnosed. The patients diuretic medication was increased. Per physician, the event was possibly device related. There was no device malfunction reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.